Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with a complaint of chest pain. The right ventricular (rv) lead was noted to have high thresholds and low r wave measurements. The lead remain in use. No patient complications have been reported as a result of this event.